Manufacturer narrative:
Additional information provided in d.4., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The logfile shows that the user performed one energy check and performed twenty eight treatments without further energy check on that day. The user has to perform an ¿energy check¿ manually at least after one twenty minutes¿. The logfile shows twenty four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No failure analysis is required even if the reported product is returned, as the root cause has been identified during logfile review. No technical root cause could be identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the foot pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during laser treatment suction loss occurred in the left eye of the patient during refractive surgery. The surgeon tried again and successfully completed the procedure without any complications.